Manufacturer narrative:
(B)(4).

Event description:
Covidien rec'd info stating that an 840 ventilator had an erratic graphic user interface (gui) display. The ventilator was not in use on a patient at the time the malfunction occurred. The customer reported to have replaced the an 840 ventilator had an erratic graphic user interface (gui) display. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien customer support engineer (cse) inspected the device and upgraded the software to the current revision. Covidien was not authorized to repair the device.